Event description:
Approx four (4) months after the index procedure, she began experiencing intermittent recurrent symptoms of shortness of breath (sob) and dizziness. Approx two (2) weeks after the onset of symptoms, the pt was seen by her physician (gp) and directed to the emergency room (ER). The pt was ruled out for mi and thrombosis and discharged from the ER. A follow-up with the cardiologist led to repeat coronary angiography that revealed a fracture and restenosis of the previously placed cypher stent. The target lesion was the right coronary artery (rca) and the stent was placed at a "bend" in the artery. The treatment for the adverse event (ae) was placement of an additional taxus stent in the previously placed cypher stent. The pt is currently asymptomatic and awaiting the start of cardiac rehabilitation. Attempts to obtain additional information from the physician have been unsuccessful thus far.